Manufacturer narrative:
Based on the information provided, it cannot be determined if the alleged blistering and cellulitis are related to prevena therapy. It is unknown if medical or surgical intervention was required. No additional information is available. Device labeling, available in print and online, states: infected wounds: as with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, or other complications. Some signs of infection are fever, tenderness,redness, swelling, itching, rash, increased warmth in the wound or periwound area, prulent discharge, or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and / or orthostatic hypotension, or erythroderma (a sunburn-like rash). Silver in the interface layer of the prevena incision dressing is not intended to treat infection, but to reduce bacterial colonization in the fabric. If infection develops, prevena therapy should be discontinued until the infection is treated. Patients should be instructed not to turn therapy off unless: there are serious signs of allergic reaction or infection. Patient should be instructed to contact the treating physician if: signs of infection are present.

Event description:
On (B)(6) 2015, the following information was reported to kci: the "surgeons are concerned some blisters" allegedly caused cellulitis. No additional information is available. The unit's serial number and dressing lot number were not provided, therefore kci cannot conduct a device evaluation of the unit nor a device history review of the dressing.